Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Lot numbers unknown at time of this report. Device manufacture dates are dependant on the lot numbers. Quote for two replacement parts provided to the site.

Event description:
A medtronic representative reported that two of the site's spine clamp drivers are stripped and the site wants to replace them. The site reported they discovered this issue without a patient present.